Event description:
Surgeon using robotic spatula cautery arm during robotic left lobe lung wedge resection, when piece of plastic guard near hinge of device broke off into the patient. Piece was retrieved without any harm to patient or change in procedure and new spatula was sent up from sterile support to finish case.